Event description:
On (B)(6) 2015, the replacement surgery of the device was conducted. During implantation preparation, the device was found occluded. The same new device was implanted instead and the procedure was completed. The surgeon suspected the interfusion of blood in the device.

Manufacturer narrative:
Upon completion of the investigation the catheter was visually inspected: a small cut was noted near the end of the catheter, this is could be due to a sharp or pointed object coming into contact with the catheter when cutting the tie at the proximal connector. This however could not be confirmed. The catheter was irrigated with purified water. No occlusion was noted. The valve was leak tested and no leaks noted. A review of the history device records was not possible as the lot number is unknown. The root cause for the problem reported by the customer could not be determined. Based on the results of this investigation no further action is required. Trends will monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.